Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacture DHR review was not performed because the device is beyond a year from its manufacture date of 10-oct-2010 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pump exhibited error code 1720 and pump started alarming. She could not get it to stop alarming. No patient injury was reported.